Manufacturer narrative:
If information ps provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited increase power consumption. Engineering analysis showed that the battery diagnostic data indicated that the power consumption of this device was increasing during the past year. Device replacement and returning it for detailed analysis was recommended. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. If information ps provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this pacemaker exhibited increase power consumption. Engineering analysis showed that the battery diagnostic data indicated that the power consumption of this device was increasing during the past year. Device replacement and returning it for detailed analysis was recommended. Subsequently, the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information ps provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited increase power consumption. Engineering analysis showed that the battery diagnostic data indicated that the power consumption of this device was increasing during the past year. Device replacement and returning it for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.